Manufacturer narrative:
Qc was within specifications. System checks performed on: in 2007, one month later, seven days later, and the next 7 days after that, were all within specifications. The samples were collected in vacuette sst tubes and centrifuged at 4,200rpm for 14 minutes. The specimens were sampled from the primary tubes. A field service engineer (fse) was not dispatched to the customer's lab: a) customer declined offered service of the instrument. The root cause of the event is unknown and unknowable. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated prostate specific antigen (psa) results from two (2) different patient samples that were generated by the access 2 instrument. The initial psa results were: 0.35ng/ml for patient a and 0.22ng/ml for patient b. The results were reported out of the lab. Fresh samples were collected from both patients and tested for psa. A result of "<0.03ng/ml" was obtained for each patient. The customer also provided psa results of "<0.03ng/ml" obtained for patient a and b in the past. Based on available information, a bone scan was performed on patient a and the result was negative. The customer did not receive any report of patient injury requiring medical intervention, attributed or connected with this event.